Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01710. Related manufacturer reference number: 1627487-2021-01711. Related manufacturer reference number: 1627487-2021-01713. It was reported the patient¿s leads are showing high impedance. In turn, surgical intervention may take place at later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken wherein two leads were explanted and replaced. 3rd lead was relocated for better therapeutic coverage and 4th lead was kept as it is. This addressed the issue. It is unknown which two leads were explanted and replaced, and which lead was relocated so all four leads are being reported.